Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient said they got everything new (controller, battery, antenna) and it still did not charge and take them to the battery screen or screen that let patient increase/decrease stimulation. Patient turned the controller on and connected the recharger. Patient said they saw screen 3. Patient instructed patient to press implant. Patient reported screen 14 and pressed continue on that screen. Patient said they had been "wearing this over their implant all day". Patient reported that they saw checking the recharger and switched over to screen 15 looking for device. Patient reported the no device found/reposition antenna, screen 16. Patient services reviewed to get the controller connected to the ins, to press recharge on screen 16. Patient cycled through these screens again. Patient then reported the looking for device screen, patient then reported trying to recharge, screen 50. Patient said the highest number they were seeing was 97 and it switched to checking recharge quality, then back to 97 on screen 50 again. Patient stated they had seen 99 and 100 on screen 50, but for 8 days now they had never been able to get the battery screen. Patient mentioned they tried doing these steps for 6 hours with no success. Patient said it was difficult for them to hold the recharger over the implant because they had "severe arthritis". Patient then said they were holding the recharger in place with their belt. Patient also said that the problem is the rep switched them over to a program that depleted their battery in 16 hours. Patient also said that the rep was unable to get it to the correct screen. Patient said they had been going through all steps, but was still not able to successfully charge the implant. Patient said they had worked with manufacturer representative in person that held the recharger in place for 20 minutes, but with no success. Patient mentioned that the antenna that was coming back to manufacturer was chewed on by their dog. The patient did not report any falls or trauma. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was stated that the rep called the technical services, whom suggested them to try the "device reset" option. The rep used the "device reset" option, which allowed them to interrogate patient's ins afterwards. Patient was also able to communicate with their ins via controller/remote. Patient's ins was at 90% battery level at the time of the report. Rep reprogrammed patient to a ld setting, to allow longer intervals between recharging. The rep spoke with patient on the day of the report and patient reported no further issues along those lines. It was also reported that the rep believed what patient meant by vibration that cause sleeping problems was the actual sensation of ld stimulation. Patient does not need/want to feel stimulation during sleep, thus patient turns it off now at night. It was stated that patient was placed on a hd setting of 200 microseconds/1000hz, which was likely utilizing the battery quicker than the previous ld settings. Patient had since been placed back on ld settings to maximize the time between charges. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was getting stuck at screen 50 or "looking for device". Troubleshooting occurred, power controller off and back on. Remove and reinsert battery. Troubleshooting did not resolve the issue. Caller reported they would be seeing the patient on (B)(6) 2018 for follow-up visit. Rep will tell patient to contact patient services if they want to troubleshoot before appointment. Additional information was received from consumer and manufacturer representative. It was reported that patient's settings were changed on past tuesday. Patient said, when they went to the healthcare professional at noon, everything was charged 100%. Patient said by 10 am the next morning, the ins was orange and a little red line and upper part was 90% so within 16 hours it had drained all of that battery. Patient said they had stimulation off all week. Patient also described seeing screen 51 on the screen. Patient had been trying all week to charge their ins but nothing happened. Patient said while trying to recharge, they have gotten the position number up to 100 and was still does not recharge. Patient waited 10 minutes then they pushed recharge again and went another 10 minutes, all the while, they got a flashing green light. Patient said they did it all night for one night. During troubleshooting, patient saw "no device found" screen and did not have success to recharge. Patient would have appointment with rep and stimulation would be lowered down. Patient said they had not have stimulation all week and they need it for their pain condition caused by 9 total hip surgeries (15 surgeries on their right hip) the reason patient was in pain. Patient met with rep past tuesday and patient got the programming where they do not feel vibration because patient said those vibration does not let them sleep but they would rather have that vibration. Rep changed it for patient because patient had been having sleeping problems shortly after getting stimulator. Rep met with patient and reported the controller was unable to find patient's device. Rep had tried with their clinician programmer and no device found. Rep tried their spare controller with patient's recharger and continued to see "no device found". Rep also performed antenna locator feature twice using patient's remote and continued to see the same screen. The controller would not interrogate. Rep reported that it was possible that antenna/recharger was faulty. Rep reported that the reason controller was stuck at screen 50 or "looking for device" previously was still unsure. Patient was sent a controller, but battery was not charging. Poor communication with implant. Patient was sent a controller battery pack and a recharger. Patient confirmed green light flashed then controller was plugged in but was unable to view battery screen per old control "no device found" and new controller received was not paired. Patient said since the "no device found" issue started they had never been able to get to the battery screen. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient's replacement controller resolved the "no device found" screen, the poor communication while charging, and pain. No further complications were reported as a result of this event.